Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, our clinical advisor has informed us about a complaint of a patient who experienced after 3 or 4 years wearing time that the device doesn't work. When the item was explanted on (B)(6) 2018 the operating doctor found the device was empty. The operating doctor uncovered the pump from the left bar and uncovered the right cylinder. Then the surgical approach was made from the right bar to the right cylinder. The pump and both cylinders were explanted. A new device es2918, lot 4373045 was successfully implanted. Our clinical advisor has no information about the patients outcome.

Manufacturer narrative:
A titan otr pump and cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubing of the pump. Confined abrasion was noted at the exhaust tube/strain relief junction on both cylinders. Testing revealed these not to be sites of leakage. No functional abnormalities with the pump or cylinders. Because the available information did not indicate what factors may have contributed to the reported event of "tubing leak near pump insertion," and because no functional abnormalities were noted, quality cannot determine the true cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.